Event description:
It was reported to nova biomedical that a consumer received a result of 300 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on that result then went to bed. According to the consumer, several hours later she experienced a hypoglycemic event which required medical intervention at the hospital. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips were determined to be in range and performing as intended. The consumer described herself as a brittle diabetic. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.